Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer's radiofrequency programmer head was unable to identify an implantable heart device and it was noted that a grommet and the programmer head were damaged. It was to be sent on for repair. (B)(4)

Event description:
It was reported that the programmer's radiofrequency programmer head was unable to identify an implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).